Manufacturer narrative:
(B)(4). Investigation summary: three photos were provided for evaluation. Two photos show syringes with syringe barrel printing issues; one photo shows the case label. Based on the photo analysis and investigation carried out, the reported condition is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the potential root cause is associated with the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine runs low on ink, and the barrels did not get the scale printed and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe was missing scale markings. This occurred on 50 occasions before use. The following information was provided by the initial reporter: material no: 301031 batch no: 0003673. It was reported that scale markings are missing from 50 syringes.